Event description:
A report was received that the pt was hospitalized in 2006 with high blood sugar and moderate ketones and an elevated wbc count. Per the pt two days earlier he changed the cartridge, tubing and site with no reported problems until he went to bed 0130 two days later and when he woke up at 0600 his blood glucose was over 500. He took an injection at 0630 and changed out the entire set again and ate breakfast. He double checked his blood glucose on two different meters and was over 500 on both. By 1000 his blood glucose was still over 500 and he called his md and was advised to go the emergency room. At the ER he tested at 702 blood glucose. States that he was dehydrated and vomited once. Treated with IV fluids, and insulin by IV drip. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.